Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. An entire hip construct with a restoration modular stem construct, 28 +8 lfit v40 head, adm/mdm liner construct, and a 54e trident ii shell with 3 screws was implanted.